Manufacturer narrative:
Product event summary: the partial lead in segments was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.